Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric banding. According to the reporter: plastic sheath at tip came loose. No piece fell into the patient's cavity. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.